Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed foreign material in the device nozzle could not be determined, however, the issue was likely the result of insufficient device cleaning/reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During evaluation of the returned gastrointestinal videoscope, the device was found to exhibit foreign material in the nozzle. There was no patient involvement, and no harm reported as a result of the event.